Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after connecting the external pulse generator (epg) to the patient, it was noticed that the epg had no power, even though the epg was on its third day of use with new batteries. The epg was replaced. It was recommended that the epg be returned for service but its current status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.